Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. All button functioning properly noted. Unit verify bolus delivery and recorded at pump history. No alarm anomaly during testing. 11/24/2024 00:01:00.000 normalbolusdelivered (220). Eventtype = 220. Sourceid = 128. Historyrecordlength = 26. Systemtime = 11/24/2024 00:01:00.000. Bolusprogrammingmethod: cl1autobolus (9). Bolusnumber: 93. Presetbolusnumber: nonpreset (0). Normalbolusamountprogrammed: 7000 (0.7 u). Bolusamountdelivered: 7000 (0.7 u). Pump passed the dat at 0.0869 inches. Unit care link and pump history was download successfully. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with no cosmetic damage found. Unit passed required testing. Not confirmed possible over delivery anomaly noted. Keypad/button unresponsive/button error not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced all buttons/delayed responses from the buttons, and the pump was not giving any recommended amounts. The customer reported blood glucose values of 297 mg/dl. The customer reported hyperglycemia, which did not require treatment. The event involved product(s) mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned.